Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that the plunger of an unspecified bd¿ syringe could not be pushed when the nurse injected the zepam. Customer¿s verbatim: ¿ when the nurse injects the zepam injection for the patient, the plunger of the syringe cannot be pushed.¿